Event description:
Mother had injections of roosters comb into knees with in the last 6 months, now in hospital with brain tumor and spot on lung. May be lung cancer. Medicine euflexxa and arthrocen with aspiring injection. Dates of use: one month. Diagnosis or reason for use: in lieu of knee replacement therapy.